Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left l5 screw head broken off from screw shank. Original construct l3-5 with 6x45 expedium screws, 80 mm ti rods, set screws. Removed l5 screw, left screw broke and right showed lucency. Replaced with 8x45 expedium screws 179712845, new 80 rods 179771080, and six set screws 179702000. Patient is asking for depuy to analyze product for failure and contact surgeon with response as patient is seeking reimbursement for physical therapy and second surgery per surgeon. Patient would also like to discuss results with depuy.

Manufacturer narrative:
(B)(4). Two (2) expedium 5.5 ti 6x45mm top loading polyaxial screw [product code: 1797-12-645, lot no: atbd27] was returned to the complaints handling unit (vhu) for evaluation. Visual examination at the macroscopic level revealed that the fractured pedicle screw broke at the transition zone between the screw¿s polyaxial sphere and the screw shank. The fracture analysis report reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the polyaxial screw breaking at the transition zone between the screw¿s polyaxial sphere and the screw shank cannot be positively determined. However, the fracture analysis report reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.